Event description:
It was reported that after a cystoscopy and retrograde cystourethrography voiding with closed and open sphincter it was determined that the artificial urinary sphincter (aus) is not able to properly close the urethra. It is suspected that the cause of the malfunction is the pressure regulating balloon (prb). The physician is requesting a revision surgery. There are no patient complications.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after a cystoscopy and retrograde cystourethrography voiding with closed and open sphincter it was determined that the artificial urinary sphincter (aus) is not able to properly close the urethra. The device did not solve the patients urinary incontinence. It is suspected that the cause of the malfunction is the pressure regulating balloon (prb). The physician is requesting a revision surgery. There are no patient complications.